Event description:
After a routine magnetic imaging resonance (MRI) procedure, the device was programmed back to normal settings; however, a drop in estimated battery longevity was noted. Abbott technical support was contacted and determined there was a diagnostic anomaly and no true drop in battery voltage occurred. No intervention was performed. The patient was stable and will continue to be monitored.